Event description:
The customer had experienced a previous low blood glucose event earlier in the day, with the lowest level reported at 42 mg/dl, which was treated by consuming carbohydrates. Cause was not known. Technical support advised the customer to consult a healthcare provider to discuss factors affecting blood glucose levels, advice that the customer understood and acknowledged.